Event description:
Pt received an orthovisc injection to the right knee on (B)(6) 2012 and suffered swelling around the knee area, joint pain, limited range of motion, severe anxiety and depression and fluid like symptoms. Updated (B)(6) 2012: pt had blood work done when she went to the allergist which indicated her condition is related to orthovisc. The allergist described her condition as serum sickness. The pt was instructed by her allergist to take otc benadryl. She also had the same issue when she had a prior synvisc injection.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.